Event description:
It was reported that an error message denoting an atypical condition was displayed during the implant procedure of an implantable cardiac monitor. The cause of the error message was unknown. Lack of sensing and a telemetry anomaly were also noted. The implantable cardiac monitor was replaced successfully with no further complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.